Event description:
A pt reported blood glucose results of "212 mg/dl, 138 mg/dl, and 189 mg/dl" with a lefescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.